Event description:
Customer reported receiving a blank screen on their freestyle freedom meter. Customer reported experiencing symptoms of chest pain and nausea. Paramedics were called and treated customer with unk medication to regulate her blood glucose. Customer was then transported to centro diagnostico tratamiento hosp where she was diagnosed with severe hyperglycemia and treated with unk shot and glucotrol.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.